Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was not alarming. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly and the customer reported buttons become responsive again after replacing battery. Troubleshooting was performed for the priming process and the customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. The customer completed rewind and load reservoir process successfully. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform selftest. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened button dome keypad (middle button). Unable to perform displacement test, force sensor test, occlusion test due to intermittent button response. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Keypad unresponsive was confirmed during analysis and was due to flattened dome keypad. Prime/fill anomaly unable to confirmed due to intermittent button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.